Event description:
It was reported that during photoselective vaporization of the prostate procedure, the fiber broke inside the patient's bladder. No patient complications were observed, and information regarding the procedure outcome was not provided. This report is for fiber 1 of 3.